Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis following an unspecified surgery. The cause of the peritonitis was not reported. The patient was hospitalized for another indication at the time of the event. Treatment for the event, patient outcome and the action taken with peritoneal dialysis therapy were not reported. No additional information is available.